Manufacturer narrative:
The lot number/serial number was not provided; therefore, an investigation or review of the device history record for the device was not able to be performed. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation of the uterine wall. It (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.

Event description:
User facility reported the cavity integrity assessment (cia) test passed but after 25 secs of ablation, the system stopped with no display of cause. The ablation cycle was reinitiated two more times but both times the system stopped again. A hysteroscopy was performed at this time and indicated the uterine wall was "ablated in some areas but not in others." The physician attempted to complete the ablation with a second device but the cia test was unsuccessful. A second hysteroscopy revealed a large perforation at the fundus. A laparoscopy was performed and no damage was seen to external organs. On follow-up it was reported no treatment was needed for the uterine perforation. The pt was discharged home in stable condition following the procedure.